Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8717g-03, batch 04511920 guide was received for investigation. Visual inspection identified that the guide was returned without the drill stuck inside. Inspection of each guide tunnel identified damage to the inner diameter of one particular tunnel, consistent with interference between the guide and mating instrumentation. The damage present prevented the pin from the gage set (ID: (B)(4) from advancing through the tunnel. Each of the remaining guide tunnels passed the pin gage test. Based off the information provided, the most likely the result of off-axis insertion during use, and/or through prying/leveraging the drill within the guide during use.

Event description:
It was reported during a procedure the drill stopped short of the required depth for implant, and was not able to be removed from the guide during the procedure. The procedure was completed by using a disposable guide from a ds implant kit. After the case, the rep inspected the ar-8717g-03 and manually removed the drill. There is something inside the guide obstructing the drill from smoothly going through the guide.